Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, popping, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patients mobility and quality of life.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.